Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Shaft that comes out of the motors that connects the wheel, the key is gone and the hub needs replaced, and that the shaft is bad causing the wheel to be locked up. He states this is his wife's chair and she was at home, turning out of the bathroom and it wouldn't turn because it was locked up and he had to help her.